Manufacturer narrative:
(B)(4): during processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4). It is indicated that the device is not returning for evaluation; therefore a failure analysis of the complaint device could not be completed. The investigation determined the reported difficulties appear to be related to circumstances of the procedure. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents from this lot. It should be noted that tenku rx instructions for use (IFU) states: submerge the balloon in sterile heparinized normal saline during balloon preparation to activate the coating. In this case, it is unknown if the reported IFU deviation directly caused or contributed to the reported event. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling. The tenku balloon dilation catheter device is an abbott vascular manufactured device which is distributed in (B)(6) by (B)(4). Though this device is not commercially available for sale in the u.s, it is similar to a device currently marketed for sale in the u.s.

Event description:
It was reported that the procedure was to treat a de novo and concentric lesion located in the moderately tortuous, moderately calcified, 99% stenosed, mid circumflex artery. The 2.5 x 12 mm tenku rx balloon catheter was used for pre-dilatation beginning distally; however, the balloon ruptured on the second inflation at 8 atmospheres when held for 10 seconds. There was no resistance reported during advancement of the balloon catheter to the lesion. The balloon was not soaked prior to use. A 2.5 x 12 mm non-abbott balloon catheter was used to complete pre-dilatation followed by deployment of a 3.5 x 33 mm xience stent. Post-dilatation was performed after which intravascular ultrasound was performed. No adverse patient effects or clinically significant delay in the procedure were reported. No additional information was provided.